Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump usb port was damaged, and the pump was difficult to charge due to chipped corner of pump near usb port. Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform troubleshooting with tandem technical support.